Event description:
Regulatory agency reported unknown side "sudden seroma 20 years after implants inserted. Histopathology confirmation of mass-forming breast implant associated anaplastic large cell lymphoma." Pathological markers have not been provided. "Nodes in the right axilla are suspicious¿ was reported via pet CT scan. Device has been explanted. This relates to the right side device. Capsulectomy was performed.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. And lymphoma-alcl- suspected.

Event description:
Regulatory agency reported unknown side "sudden seroma 20 years after implants inserted. Histopathology confirmation of mass-forming breast implant associated anaplastic large cell lymphoma." Pathological markers have not been provided. Device has been explanted.

Event description:
Regulatory agency reported unknown side "sudden seroma 20 years after implants inserted. Histopathology confirmation of mass-forming breast implant associated anaplastic large cell lymphoma." Pathological markers have not been provided. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe since it is not related to the device. Lymphoma-alcl-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number on record were released in accordance with procedures and there were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed the events seroma and lymphoma ¿ alcl were unable to be observed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation, this code is classified as a medical event; also, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
"Nodes in the right axilla are suspicious¿ was reported via pet CT scan. This relates to the right side device. Capsulectomy was performed.

Event description:
Regulatory agency reported unknown side "sudden seroma 20 years after implants inserted. Histopathology confirmation of mass-forming breast implant associated anaplastic large cell lymphoma." Pathological markers have not been provided. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2.

Event description:
Regulatory agency reported unknown side "sudden seroma 20 years after implants inserted. Histopathology confirmation of mass-forming breast implant associated anaplastic large cell lymphoma." Pathological markers have not been provided. Device has been explanted.